Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: "I currently have 2 infusion sets that came up this week both leaking. One is leaking at the filter junction and the other is leaking but not sure from where."

Manufacturer narrative:
The following fields were updated as possible lots d4: medical device lot #: 22065510; d4: medical device expiration date: 06jun2025; h4: device manufacture date: 06jun2022. D4: medical device lot #: 22065526; d4: medical device expiration date: 07jun2025; h4: device manufacture date: 07jun2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-dec-2022. Investigation summary: the customer reported that filter was leaking, and returned one used sample. The sample was infused with water in the lab, and the leak was verified. The air vent membrane was compromised and leaking occurred from the vent. The sample was sent to filter supplier for further investigation, where the leakage was verified. The supplier could not identify the root cause as something related to the manufacturing process, and officially recorded the root cause as 'unknown'. However, they did suggest the drugs/solution used by the end user, particularly lower surface tension fluids like lipids or alcohol, may have an effect on the filter. Customer did not report lot info. Lot number found from smart site identification. Device history record review for model 2432-0007 lot number 22065510 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2432-0007 lot number 22065526 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: I currently have 2 infusion sets that came up this week both leaking. One is leaking at the filter junction and the other is leaking but not sure from where.